Manufacturer narrative:
The device was returned to olympus for evaluation and the findings were as follows: the borescope found foreign material in the suction channel, there was no pass through the brush passage; unable to perform dunk test due to seeds in the suction channel, angulation was low, the control knob had play, the plastic distal end cover had minor scratches, the objective lens had a tiny chip at the edge, the light guide lens had peeling cement, the bending section cover had cracked glue, and the suction flow was clogged. The device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair. It was immersed the cydex for 15 minutes and then cidex was suctioned through three times then air three times with a 50 cc syringe. The process was repeated again with clean water. The customer believes the foreign material adhered to the scope during a colonoscopy and believes it to be stool due to there being brown fragments coming from the suction port. There was no delay/lag time between the end of clinical use and the start of pre-cleaning. The customer attempted aspiration of water through the instrument/suction channel. There were no abnormalities in the accessories used for reprocessing. The customer presoaked the endoscope in detergent solution. The instrument channel outlet was wiped/brushed with a clean lint-free cloth/brush or sponge. The instrument channel, instrument channel port and suction cylinder were brushed to the best of the customer's ability; however, the customer acknowledges that something was lodged in the suction port. Based on the results of the legal manufacturer's investigation, although it was confirmed foreign material remained in the suction channel, it could not be specified what the foreign material was. There were no deviations in the reprocessing steps and no physical damage; therefore, a conclusive root cause for the remaining foreign material could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. The suggested event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, that the colonovideoscope had sediment/stool stuck in the suction hole by the dial. The issue was found during reprocessing after a diagnostic colonoscopy procedure. There were no reports of patient harm.